Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient had high lead impedance at neurologist clinic visit. There was no recent trauma or manipulation to vns site reported by the patient. Surgeon attempted a generator replacement to resolve high impedance but impedance was still high. During generator replacement surgery, they tried pin reinsertion, visualizing pin past the setscrew connector block, irrigating the header with saline, using a test resistor on generator, and visualizing the lead for any breaks. They also ran system diagnostics between each attempted troubleshooting step. Patient later had a full revision with a different surgeon on different date. The surgeon got high impedance and moved forward with exploration of the neck. They saw a lead break way up in the neck. They replaced generator and lead which did resolve the high impedance. The suspect product is not available for product analysis, as the facility discards explanted devices. No other relevant information has been received to date.

Event description:
Explant facility reported that the suspect device had been discarded.